Event description:
A health care professional reported that they obtained a high reading on their adc meter of 242 mg/dl as compared to a laboratory reading of 81 mg/dl from the same sample within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available.